Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached pads/paddles, displayed "system fault 36", "system fault 37", and "defib fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached pads/paddles, displayed "system fault 36", "system fault 37", and "defib fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.